Event description:
Nurse reported via our sales rep, that she observed during the surgery that the proximal drilling failed with the femur target device. According to her information, the surgery was completed successfully by using a replacing target device without any patient impairment or prolongation of the surgery procedure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.